Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery and she did not know why. The patient's blood glucose at the time of incident was 550 mg/dl. Troubleshooting did not occur as this was a past event; the customer changed the complete set and resolved the issue. After the set change, the customer bolused and resumed insulin pump therapy. No products were returned or replaced.